Event description:
Revision surgery: the patient was unstable due to the poly insert; the surgeon decided the patient needed a thicker insert.

Manufacturer narrative:
The reason for this revision surgery was knee instability. The length of in vivo service was 2 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part from this lot. The surgeon deemed the thickness of the original poly insert to be the root cause of the instability. There are no indications of a product or process issue affecting implant safety or effectiveness.